Manufacturer narrative:
No service was requested by the user facility who performed investigation by themselves. The pressure transducer pcb (printed circuit board) was reportedly replaced. No parts or ventilator logs were returned for investigation. The root cause of the reported event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).